Event description:
A distributor in (B)(4) reported that they received an mr850 respiratory humidifier without a product technical manual. The distributor noticed that the manual was missing from the packaging prior to pt use.

Manufacturer narrative:
(B)(4). The distributor reported that the product manual was not provided with the mr850 respiratory humidifier. An investigation was carried out based on the event description because the device was not returned to fisher & paykel healthcare. It is likely that the manual was omitted from the mr850 packaging due to an operator error during the packaging process. A lot check revealed no other complaints of this nature for lot number 100323. Our monitoring and trending shows that we have received three (3) other complaints of this nature for the m4850 humidifier system in the past 12 months.